Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was not implanted due to the device header incompatibility with the lead during a device implant procedure. The patient was a pacemaker dependent patient. The device was exchanged with another device. The patient was stable and discharged post procedure.

Manufacturer narrative:
The reported field event of an inability to insert the leads into the device was confirmed in the laboratory. Visual inspection identified excess epoxy in the ra and rv ring contact springs. It is believed that the excess epoxy prevented the lead from fully inserting into the header.